Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual pump involved in the reported incident was not returned to b. Braun's carrollton, tx facility for evaluation. Due to no logs ( device history) nor physical samples we were not able to confirmed reported issue.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). . The actual pump involved in the reported incident was not returned to b. Braun's carrollton, tx facility for evaluation. Due to no logs ( device history) nor physical samples we were not able to confirmed reported issue.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: rn in pacu set pca pump to infuse 50ml per md's order. Patient then moved to a nursing floor. When rn was giving report, she noticed the 50mls first programmed was now set to 0. Patient was still able to get intermittent infusions.